Manufacturer narrative:
The reported complaint was confirmed. Further follow up was made with the user facility's biomedical engineer and he noted that he has not been notified of any issue that point to the problem coming back. No parts on the pump were replaced. However, they did find and replace a couple of duples power outlets that had weak ground pin retention. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Clinical services provided the user facility¿s biomedical engineer (biomed) with information on artifact in the operating room (o/r). The biomed is going to check, electrocardiogram (ECG) cables, electrodes, room humidity and call back if a service call is required.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump was generating a charge and the ge anesthesia monitor was picking up these artifacts. The user stopped the roller pump briefly during case to see rhythm. The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: this is a known phenomenon with all roller pumps. As roller pumps squeeze plastic tubing, a piezoelectric charge is generated and this charge can be transmitted in the perfusion circuit to the patient. This charge travels in the fluid path of the tubing circuit and can appear as interference of the electrocardiogram (EKG) waveform. This has been widely published and discussed in the literature, and this has not been attributed to any harm of the patient. It is a nuisance though, as it does cause interference in the EKG tracings of the patient. It is sometime due to poor or dry EKG electrodes and/or poor technique in preparing the skin prior to EKG pad placement. Some clinicians have been able to minimize the interference by applying lubricant to the tubing in the pump raceway or by changing EKG leads and/or electrodes. EKG interference has no impact on the ability of the pump or perfusion system to provide indicated functionality.